Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. No conclusions can be made without the complaint device. The history record for the lot number provided will be reviewed. Information has been added to the database for trending purposes.

Event description:
The customer reported that the tracheostomy tube's cuff leaked after 7 days of use. There was no injury. The patient required a non-routine removal and re cannulation with another 10lpc tracheostomy tube.